Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain and infection. Doi: unk. (B)(6) 2017. Left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Please disregard this medwatch submission as it was reported in error. It is not reasonable to conclude that the device contributed to the patient's infection, 3+ months after implantation.

Event description:
Reported in error.